Manufacturer narrative:
A2) patient date of birth - not available from facility. A4) patient weight - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) a portion of the device was discarded, and a portion remained within the patient, thus no product investigation could be performed. H6) although lld cut/cap is a known risk of complication with use of the lld, the physician did not attempt to unlock the lld ez from the lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, advancement was made around the turn into the superior vena cava (svc), when the patient's blood pressure dropped. Rescue efforts began, including extracorporeal membrane oxygenation (ECMO) and sternotomy. A perforation to the innominate into the svc was discovered and repaired (MDR #3007284006-2025-00268). The decision was made to abandon the extraction; therefore, the lld ez, along with the rv lead, were cut and capped and remained in the patient (MDR #3007284006-2025-00269). No attempt was made to unlock the lld ez. The patient survived the procedure. This report captures the lld ez within the rv lead, which was cut/capped and remained in the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure.